Event description:
A customer contacted beckman coulter (bc) in regards to inconsistent bnp results on two patients generated by access 2 immunoanalyzer. The results were reported out of the laboratory. It is unknown if customer treatment has been affected by this event.

Manufacturer narrative:
Per customer the unit had recently been removed to a new location. Level 1 qc run pre and post the event resulted in ind flags. Level 3 qc run pre and post the event results were 0pg/ml. The initial ultrasonic wet/dry test failed the dry portion. A bci field service engineer (fse) noted dust build up inside the instrument. Ise cleaned the inside of the unit and reset the unit connection. Fse performed wet/dry test and precision run test and both met the specification. A clear root cause can not be determined for this event.